Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that sensor the needle guard was removed and it pulled out the electrode. Customer reported that the electrode was stuck on the sensor tape. Troubleshooting was performed. The customer reported that the electrode was not attached. Customer was reported that the sensor was inserted on the left abdomen. Customer reported that the sensor was less than a day. The customer reported that the sensor fractured while in the body. The customer was advised to return the sensor. No harm requiring medical intervention was reported. The sensor will be returned for analysis.